Event description:
PICC line ruptured above the site in the thick part of the catheter with noted leakage. PICC line was removed and midline used at that time. Pt had to undergo another procedure for PICC line placement. PICC line being used in a critical situation treating svt with adenosine.